Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2, -10.50/+2.50/x083 diopter implantable collamer lens in patient's right eye on (B)(6) 2016. Excessive vault was noted. The lens was explanted and was exchanged for a shorter lens on (B)(6) 2016. This resolved the problem. Post-op visit on (B)(6) 2016; ucva was 20/16.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: the explant date, (B)(6) 2016, is incorrect. The correct explant is (B)(6) 2016. (B)(4).

Manufacturer narrative:
The lens was returned dry, in a microcentrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue) and a piece of haptic missing. (B)(4).